Manufacturer narrative:
(B)(4). To date, the actual device has not been returned. A photograph upon which this medwatch is based has been received, however, the evaluation of the photograph is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and a barbed suture was used. During the procedure, the suture broke during sewing of the uterus. The breakage location was around the middle of the suture. Another like device was used to complete the procedure with no adverse patient consequences were reported.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2016 the actual sample was returned for analysis. During the visual inspection of the suture it was noted that some barbs were missing and others were damaged. The body of the suture was split in three parts and the end of the suture was cut likely by use of surgical instruments. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The sample condition suggests an improper handling of the sample.